Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary mini a.g5s, drawer 3.3 became jammed and was unable to open. The customer attempted to use the red release switch on the back panel, but it appeared to be stuck and would not release the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the row containing the problem drawer had its red manual release lever slid fully to the right side. A field service engineer (fse) slid the red manual release lever for that row fully to the right. From the front of the machine, the fse pressed inward on the drawers in that row to allow them to partially open. Then, from the rear of the machine, the fse slid the red manual release lever back to the left, or closed, position so that it aligned properly with the levers for the other rows. The system functioned as intended after the field service engineer repaired the device.